Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An invasive procedure was performed. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut in the insulation 478 - 482 millimeters (mm) from the terminal pin. The lead tip and helix were intact and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--